Event description:
Additional information received indicated the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high defibrillation impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated during an in clinic follow-up, high defibrillation impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and a lead revision is anticipated to resolve the event. No intervention has been performed and the patient was stable and will continue to be monitored.